Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID mc1vr01-delsys serial# (B)(4), use by date:2019-03-28 UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was placed mid-septum but when the pull and hold test was done, the ipg dislodged. An attempt was made to re-capture the ipg; however, the ipg was not in line with the device cup on the delivery system and the ipg was unable to be re-captured. Subsequently, the ipg moved and got stuck behind the tricuspid valve and the lateral wall. The valve was between the device cup and the ipg, so the ipg could not be re-captured and attempts to maneuver the device cup more inside the ventricle to straighten out the ipg were not working. After a few attempts [to move the ipg] the physician pulled the delivery system and turned the handle so the ipg was on, but not in, the device cup. The delivery system and ipg were pulled out of the patient and a part the tricuspid valve was ripped out. This resulted in higher tricuspid insufficiency for the patient. It was noted that the delivery system was cracked. A new leadless ipg was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and the delivery system inner shaft was mechanically kinked/bent. The sheath of the delivery system was damaged. The lumen of the delivery system was damaged. Blood was observed on the delivery system (not obstructed). Blood was observed on the sheath. Blood was observed on the inner shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the sheath. The deployment button was returned in the deployed position. The tether lock button was returned in the unlocked position. There is blood on the tether tube at the proximal end of the delivery system. Articulation could not be tested as the device could not be fully recaptured in the sheath for testing. The device was able to be pulled up to the recapture cone by the tether. The device could not be fully recaptured due to the inner shaft being kink/buckled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.